Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported the pump has been cracked. Troubleshooting was performed and it was stated that location of the damage was back side and front. The customer confirmed that there was damage to the pump¿s retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump, and the device would be return for analysis.

Manufacturer narrative:
Unit p-cap locked properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, damaged display window cover, stained keypad overlay, cracked case, cracked case near the corner of belt clip rails, broken battery tube threads, and cracked case on the battery tube side. Cosmetic damage at the retainer ring was not confirmed, however, other cosmetic damage confirmed at the back/front of pump casing(cracked). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.